Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous distal part of the rca. There was resistance when the device was delivered. When removing the device, it was checked, and a crack was confirmed in the middle of the stent. As a result, stopped using the device.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.